Event description:
It was reported the patient had a urinary tract infection. The etiology was new illness/injury. In addition, the patient experienced frequent and urgent urination, dysuria, and hematuria. Cipro 500 mg was given orally twice a day for 7 days and the event resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# v179760, implanted: (B)(6) 2009, product type: lead. (B)(4).